Event description:
It was reported that the patient's right atrial (ra) lead exhibited high capture threshold measurements. The ra lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.